Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that atrial output had been increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead may have been undersensing and not capturing after the patient was programmed to atr ial-based pacing with ventricular backup. High atrial thresholds were also observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.